Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this pacemaker had a syncopal episode and fell. The device function appeared to be fine and no arrhythmias were noted. Boston scientific technical services (ts) discussed possible causes, as well as programming options with the health care professional (hcp). There were also intermittent increases in the right ventricular (rv) impedance measurements; though none were out of range. The rv lead was non boston scientific. No additional adverse patient effects were reported. The device remains in service.